Event description:
It was reported. That the patient's implantable pulse generator (pacemaker} was explanted and replaced. Due to normal battery depletion. But also, due to suspicions of interaction issues with this left atrium (la) lead. Reportedly, impedance issue, high capture thresholds and noise events were noticed for months, and it was believed, there was an integrity issue with this la lead. However, during the replacement procedure, the lead was tested in the analyzer and no inadequate measurements were noticed. Thus, it was decided, to keep this lead implanted and only the pacemaker was replaced. In addition, it was stated, that the patient fell a few times over the last months, not related to the pacemaker performance. And it was suspected that this caused the connection issue. This la lead remains in service. And no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).